Event description:
It was reported that the touch screen monitor was blank on the 7600 system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was confirmed. Investigation identified that the monitor screws were missing and monitor had fallen. Several cables were severed and monitor needed replacement. Replaced monitor assembly and reterminated power cord and coax connector. The system was tested and found to be working as intended and placed back into service.